Event description:
It was reported that there was a problem with recharging. There were coupling and or communication issues. The patient was unable to communicate with either the patient programmer or the recharger. The difficulty occurred after the patient fell. The patient also had stimulation sensation following a fall. The patient fell on the implantable neurostimulator (ins) 2 months before the report. It was unknown if the patient felt stimulation since the fall. The patient was at home in fair condition. Later, it was reported that there was a problem with the ins. A power-on-reset (por) condition was noted. Por code 0 x 8 was seen. It was noted that the patient had not charged for over 2 months prior to performing the physician recharge mode. A total of 8 physician recharge modes (pmr) were performed. The pmrs were not done back to back; the patient did them at home throughout the week.

Manufacturer narrative:
(B) (4).